Event description:
Related manufacturer reference number: 3006705815-2022-13993. It was reported the system would not enter into MRI mode. In turn, the system was explanted.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.